Manufacturer narrative:
Batch review performed on 19 february 2018: lot 160849: (B)(4) items manufactured and released on 31 may 2016. Expiration date: 2021-04-04. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 28 size m 0 reference 01.25.012 (k072857) lot 172861: (B)(4) items manufactured and released on 12 september 2017. Expiration date: 2022-08-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of hematoma 10 days after surgery. The surgeon revised the head and liner.